Event description:
The customer reported being treated by the paramedics two months ago due to low blood glucose of 20 mg/dl. The customer stated that he did have a car accident. The customer's most recent glucose reading was 150mg/dl. The customer was not connected during the rewind/prime process. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.